Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on the morning of (B)(6) 2018, alleging that she obtained an inaccurately high blood glucose results of ¿286 mg/dl¿ on the subject meter, compared to ¿128 mg/dl¿ on a laboratory device. The tests were taken between 10-30 minutes apart, and no intervention was taken between the results. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient reported that she manages her diabetes with oral medication, diet and exercise, and that she made no changes to her normal diabetes management in response to the alleged issue. The patient reported that half an hour after obtaining the alleged high result, she developed symptoms of ¿anxiety, headache and high pressure¿. The patient stated that she treated the headache with a headache remedy. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.